Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event of firing problem. There was a relationship found between the device and the reported event of material deformation. A visual evaluation was performed. The suture and anchors were not returned. The depth limiter button was not in the default position. The needle overmold assembly was significantly bent. The actuator tip was in the t1 position. A functional evaluation was performed. The actuator tip was seized. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint of firing problem was confirmed and the root cause was associated with unintended use of the device. The complaint of material deformation was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device or inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use in a mr surgery, during deployment of t1 of the fast-fix, the t2 also came out. All the ts were removed from the patient. The procedure was completed with non-significant delay using a smith and nephew back up device. No patient complications were reported.